Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted multiple call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: during investigation, a review of the pump history showed no activity outside of normal use; multiple call service cs012-0195 alarms were observed in the alarm history. The pump powered ¿on¿ and displayed the ¿verify¿ screen. The pump performed the ez-prime steps successfully and was exercised for 24 hours. Boluses were performed during the duration test with no call service alarms occurring. The pump¿s case was removed and no intermittent condition was found to the continuous glucose monitoring (cgm) circuit. The call service alarm issue was confirmed in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.